Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding an unspecified cadd cassette reservoirs. It was reported that patient was receiving a "no disposable" error and "pump won't run." Patient switched to the back up pump and got the same error. They made a new cassette and the pump started to work. The infusion was life-sustaining, and patient had back up products. There was no patient, or clinician injury associated with this event.